Manufacturer narrative:
A field service engineer (fse) visited the customer site to address the reported event. The fse confirmed the abnormally low api results. The fse proceeded to decontaminate the instrument following work instructions. The fse also replaced a 2-way solenoid valve as preventive measure. The aia-360 instrument was validated by running e2 calibration and qc. The aia-360 was performing within specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 07may2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The st e2 analyte applications manual states the following: expected values each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. Aia 360 operator's manual, chapter 10 - 3 monthly maintenance procedures stated the following: 5. Six-month cycle maintenance procedures 5.1 diluent and wash lines it is effective to clean the diluent and wash lines at the same time to clean the diluent and wash solution bottles. Note that it takes an hour. 1) pour about a liter of purified water and 10 ml of aqueous hypochlorite into a clean reservoir. 2) remove the tubes from the diluent and wash solution bottles and detach the filters from the tube ends. Put the tube ends into the reservoir prepared at the procedure 1). The procedures 3) - 6) should be performed as quickly as possible not to expose the metallic sensor portion to aqueous hypochlorite for a long time. 3) perform 3: prime sampler diluent' on the mainte screen five times to fill the diluent line with aqueous hypochlorite. Next perform 5: prime bf washer' on the same screen five times to fill the wash line with aqueous hypochlorite. 4) pour about a liter of purified water into another clean reservoir and put the tube ends into this reservoir. Make sure the metallic sensor portion exposed to aqueous hypochlorite is to be washed well in purified water not to leave hypochlorous acid. 5) leave them for about five minutes. 6) perform 3: prime sampler diluent' and 5: prime bf washer' on the mainte screen five times each to remove hypochlorous acid from the diluent and wash line completely. 7) prepare the diluent and wash solution in the cleaned diluent and wash solution bottles respectively. Attach new filters to the diluent and wash line tube ends and put them into each bottle. Be sure not to put the tube ends into the wrong bottles. The probable cause of the reported low api results on e2 was due to biological contamination of the instrument due to lack of preventive maintenance, as indicated in the aia-360 operator's manual.

Event description:
A customer reported getting unacceptable estradiol (e2) survey results on the aia-360 instrument during an american proficiency institute (api) proficiency testing. The customer reported that bio-rad (br) quality controls (qc) lot# 40370 were in range and used an e2 test cup lot ix12920 which was previously calibrated (B)(6) 2019. The technical support specialist (tss) advised to recalibrate e2 and run quality control (qc) and repeat survey samples, after bringing them up to room temperature. The customer recalibrated the e2 and reran survey samples with results of tm02 776.8 pg/ml[acceptable range of 782-930 pg/ml] and tm03 623.8 pg/ml [acceptable range of 637-756 pg/ml] on cup lot# j212925. Br qc were within acceptable range. A precision was run to verify the instrument's sampling, which obtained a coefficient of variation of 2.8%. The customer will call api for an additional specimen to retest. The tss followed up with the customer and was told that no request for a second specimen from api to run was made. The tss requested a copy of the customer's last two e2 calibrations, br qc lot# 40370 data, and when the last decontamination maintenance was performed. The data provided by the customer showed that all reported qc results ran with two different e2 reagent lots, ix12920 and j212925, were below the mean. The two unacceptable api specimens were out low. The customer had never performed a decontamination of the reagent lines and the instrument may have been cleaned over a year ago. The tss sent the customer an aia-360 decontamination checklist and explained how to perform a decontamination. The customer requested onsite assistance with how to perform the bleach cleaning for the first time. Tsa advised the customer to recalibrate e2, run qc and repeat the api specimens after the decontamination has been performed.